Event description:
Boston scientific received information that this device was explanted for normal battery depletion with no allegations from the field. The device was returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis of the device was performed. Device triggered replacement indicator while implanted and failed labeled longevity calculation. The device is on shortened replacement window advisory. No adverse patient effects were reported.